Event description:
The technician alleged the head hilow drifts down slowly. No injury reported.

Manufacturer narrative:
The technician replaced the emergency trendelenburg valve to resolve the issue.